Event description:
It was reported that during a device replacement procedure, this right atrial (ra) lead was found to be fractured with broken insulation near the device header. The lead was repaired and would be explanted and replaced at a later date. No adverse patient effects were reported. The lead remains in service.